Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction. It was reported that there was an impedance issue post-op in pacu following ins replacement. There were 4 orange exclamation points. All but 0 showed >4000 on every electrode. 0 electrode showed 520/green for case and >4000 for the rest. The programmer also showed a warning message that said: "caution: maximum settings. System operating at maximum settings. Therapy cannot be increased". On all but 1 standard program and 1 custom program, the rep was not able to increase above 1.0ma. The rep completely logged out and powered off programmer and restarted from the beginning. There was no patient monitor on at the time. The rep called their partner for their advice and finally the rep called technical services. Caller reported the physician doesn't typically tug on the lead following placement into ins. Caller was able to use programs but saw oor message. P1 felt stimulation at 0.8 but oor at 1. P3 oor at 2ma. P4 at 1.ma. P5 1.2 c+0- feeling stimulation fine at 0.9ma. Patient services reviewed impedances could change and to check again. Caller will review findings with doctor. The cause was unknown. It is unknown if the issue was res olved.

Event description:
Additional information was received from the patient. They reported that patient has 5 programs -including a custom c 0 - that are working well and patient feels stim and doesn't reach oor. P2 p4 p6 show oor prior to sensation so caller will not have patient use those. Impedances values were showing >4000 on many pairings, similar to previous call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient had impedance issues. They could not recall the values. Perhaps tech services has a record of our phone call from (B)(6) 2023. Some programs showed maximum settings alert at 1.0ma. Certain programs showed max settings before the patient would feel the stimulation. The patient would only feel the stimulation on certain programs, but unable to increase stim. And on other programs patient wouldn't feel it at all and rep was unable to increase the stimulation. Patient was unable to adjust the stimulation to achieve therapeutic relief. Rep called tech services multiple times. Once in the post-op area and once when rep met with the patient at the clinician's office. Both the lead and generator were removed and replaced with a new lead and generator

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0aaby implanted: (B)(6) 2013 explanted: (B)(6) 2024 product type lead. Product ID 3889-28 lot# va0aaby implanted: (B)(6) 2013 explanted: (B)(6) 2024 product type lead. H3: analysis of the ins (s/n (B)(6)) revealed that the ins passed functional testing. Analysis of the lead (va0aaby) revealed that all conductor(s) was/were broken in the body of the lead at or near the tines. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.